Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result "above 300 mg/dl" and a result in the "100's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.